Manufacturer narrative:
(B)(4).

Event description:
It was reported "the luer-hub (white) was falling off from the extension line". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The complaint of extension line and luer hub separation was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit states, "connect all extension line(s) to appropriate luer-lock connector(s) as required. Unused port(s) may be "locked" through luer-lock connector(s) using standard institutional policies and procedures. Slide clamp(s) are provided on extension lines to occlude flow through each lumen during line and luer-lock connector changes. Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the luer-hub (white) was falling off from the extension line". No patient harm reported. The device was replaced. The patient's condition is reported as fine.